Event description:
It was reported when using the paxgene® blood dna tube there was foreign matter in the tube(s) biological and non-biological. This was reported to have affected 600 devices. The following information was provided by the initial reporter. The customer stated: "black debris was found in the plastic tubes."

Manufacturer narrative:
Investigation summary: bd had not received samples, but several photos were provided for investigation. The photos were reviewed and the indicated failure mode for foreign matter (black dots) was observed embedded inside tube walls. Embedded foreign matter is a cosmetic defect, as it is isolated from any specimen. Additionally, one hundred (100) retention samples from bd inventory were evaluated by visual examination and the issue of embedded foreign matter was not observed, as no defects were found. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality notifications. This complaint has been confirmed for the indicated failure mode of embedded foreign matter (black dots) based on the provided photos. Bd was not able to identify a root cause for the indicated failure mode.

Manufacturer narrative:
Investigation summary: bd had not received samples, but several photos were provided for investigation. The photos were reviewed and the indicated failure mode for foreign matter (black dots) was observed embedded inside tube walls. Embedded foreign matter is a cosmetic defect, as it is isolated from any specimen. Additionally, one hundred (100) retention samples from bd inventory were evaluated by visual examination and the issue of embedded foreign matter was not observed, as no defects were found. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality notifications. This complaint has been confirmed for the indicated failure mode of embedded foreign matter (black dots) based on the provided photos. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the paxgene® blood dna tube there was foreign matter in the tube(s) biological and non-biological. This was reported to have affected 600 devices. The following information was provided by the initial reporter. The customer stated: "black debris was found in the plastic tubes."